Event description:
It was originally reported on (B)(6) 2013 that it ¿worked good¿ for about six days but then some relief was lost. It was noted that the patient¿s settings were higher with the previous implant. He had four programs with the prior implant, but only had one with the current implant. The device was reprogrammed with four programs and he indicated it felt more ¿like it was before reimplant.¿ about a month and a half later it was reported that the implantable neurostimulator ¿worked really well for a while¿ and then the patient needed to increase stimulation upon symptom return. He was on program 1 for about one month, until he noticed he was at 4.0 volts. The patient then met with the nurse and three programs were added; he switched to program 2 shortly after. It was stated that the patient could now bend his toes with the replacement implantable neurostimulator (ins); he was unable to with the previous ins. It was also stated that the pocket was moved to an area of more subcutaneous fat, to which he thought would help make therapy work better. It was noted that he had another issue of ¿having no energy.¿ he thought this was due to having limited nights or uninterrupted sleep when the ins was not helping him. Another month and a half later the patient reported that he experienced stimulation in the wrong location. It was stated that stimulation curled his toes and he had to ¿crank the energy up to 3-4 in order to get a program to work.¿ he saw a foot doctor because the knuckle on his ¿hammer toe was shot.¿ the issue was more severe on the left than the right foot. The patient had this problem for a while and it was ¿nothing new.¿ it was further stated that he did not think about the issue until the doctor had the patient turn the device off and his toes flattened out. Then, when the patient turned the device back on, his toes curled. It was noted that not all programs caused toe curling, just the ones that ¿worked.¿ the patient was set at 4.2 volts at that time. Two days later it was reported that the doctor spoke to the patient and no more follow-up was needed. However, on (B)(6) 2015 the patient reported a loss of therapeutic effect and that his symptoms had a gradual onset. He stated that the ¿device stopped working ¿ literally he could not get any benefit from it.¿ he was on program 3 for about seven months and mentioned that usually he did not get that long of relief on a particular program. There was no known accident, incident, fall, trauma, new activity, or urinary tract infection (uti) related to the event. He tried all kinds of programming changes and it never helped. It was terrible and frustrating. The patient did note that he worked out a lot, had a personal trainer, and was in better shape as compared to when he was first implanted. He drank about three low-calorie sports drinks when he worked out with the personal trainer and understood that when he worked out using his abs and pelvis could affect things. He also tried other programs and saw his healthcare provider (hcp). His hcp directed him to turn stimulation off for a period of time, which he did, but still did not experience a return of his symptom control. The patient saw the nurse practitioner and her equipment was used to check the implant and everything appeared to be working fine. The nurse also liked to use cycling, but the patient did not notice any improvement in symptom control with cycling. About a month and a half later the patient reported having a heart attack and weight loss on (B)(6) 2015. He was in the intensive care unit (ICU) at the hospital for a week and lost 15 pounds and 2.5 inches off his waist. He was afraid that this caused the wires to move ¿or something.¿ however, after the heart attack the stimulation started giving him therapeutic benefit. The patient stated that all of a sudden it started working and he was able to hold 350 milliliters eight times a day. It was also working at night. Then on (B)(6) 2015, he lost therapeutic effect again even though it had been working great. He felt it was not working, so went to use his programmer to try to turn stimulation up or try changing programs. The patient was unable to adjust stimulation and saw a power on reset (por) condition with a ¿call your doctor¿ icon. He had an appointment to see the nurse the day after the report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v267336, implanted: (B)(6) 2009, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).